Event description:
A male underwent initial aaa repair in 2006. One main body graft and two iliac leg grafts were placed. Over time, a type ib endoleak developed, so the physician placed two more iliac leg grafts in 2007, to extend the seal in the left common iliac.

Manufacturer narrative:
Evaluation: each zenith product is shipped with an "instructions for use" (IFU) booklet that lists the anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU also advises on appropriate follow-up so that leaks should they occur can be identified and addressed before causing clinical problems. The device remains implanted and no films were provided to assist in this investigation. An internal clinical review indicated that a distal type I endoleak occurred due to anatomical changes over time and pt anatomy.